Event description:
Info received indicates the pump continued to run after the set was empty.

Manufacturer narrative:
Device has not yet been returned to the MFR. A follow up report will be sent when more info is available.